Manufacturer narrative:
Additional information received reported the cause of death as tamponade. (B)(4)

Event description:
It was reported the patient is deceased and died during procedure to extract lead. The lead was reported to have an increase in bipolar threshold after generator change with high impedance and possible fracture. Oversensing of paced p waves ventricular safety pacing was observed and the patient was noted to be symptomatic. A tear of the superior vena cava occurred during laser lead extraction. Emergency surgery was performed in the cath lab and the patient¿s rhythm was continuous ventricular fibrillation while the surgeons attempted to find the tear and attempted to place the patient on cardiac bypass. Multiple units of blood were given as well as epinephrine and sodium bicarbonate and multiple attempts were made to convert the rhythm with an external defibrillator but were unsuccessful. Asystole was also reported.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action. Based on the information received and without the return of the product, it could not be determined that this device performed as described in the field action. Concomitant medical products: 5076-52 lead implanted: (B)(6) 2006. (B)(4).